Event description:
The customer reports that several days post-tif procedure, the physician noticed a female in-patient's blood pressure was elevated. The physician performed additional tests including a CT scan and an endoscopy, and nothing seemed abnormal at the time. The physician decided to bring the patient back to surgery to see if he could identify a suspected fluid leak. During the procedure, the physician noted that the abdomen was filled with gastric juice, and gi bubbling was identified along the fastener line. The physician deployed a self-expandable stent for additional support on (B)(6) 2024 and the gastric mucosa leak was successfully cauterized. The physician states that the transoral reconstructive device and the fastener cartridge both performed as intended. No device malfunctions were noted during this procedure. The physician is not sure what caused the gastric mucosa leak. The patient has fully recovered and tolerated the procedure well. No additional patient consequences to report.

Manufacturer narrative:
The suspect device will not be returning for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned, or the lot number identified, the investigation will be reopened.